Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause of the reported failure is wear and tear. As no further investigation was able to be performed no change in harm was identified.

Event description:
On (B)(6) 2022, it was reported by a sales rep via email that a ar-12990, knee scorpion was faulty. Ar-12990n knee scorpion needle was broken off inside the knee scorpion whilst applying minimal pressure to pierce through tissue. With the needle stuck inside, this item was unable to be used. This was discovered during the use and a case was involved. Although the patient was not harmed nor affected by this event. This was a brand-new knee scorpion on consignment and the hospital has requested an urgent replacement as this item is used on a weekly basis.